Manufacturer narrative:
(B)(4). Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, broken reservoir tube lip, detached retainer ring, and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump received crack at retainer ring and reservoir compartment. Reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.